Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not boot up. Review of the log file shows host-pc did not startup. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the cmos battery was depleted because the system had been without power for a long time. To resolve the issue, fse manually powered the system, rebooted it twice, and advised the customer not to turn it off for two days to recharge the internal battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.